Event description:
It was reported that a severe blood glucose event occurred and was described inconsistently, with the report requesting clarification whether it involved high or low glucose, and the associated device problem and component were not specified. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no device problem or component identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.